Manufacturer narrative:
(B)(4). Evaluation summary: an opened sample of product code v5170, lot # jb8hhmq0 was returned for analysis. During the visual inspection of the sample, the needle was received detached and suture remnant was noted into the barrel hole. The suture has begun with the process of degradation, since, the strand was broken in multiples pieces during the inspection, this is the cause that breakage suture. The product code v5170 contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the sutures. The conditions of the holes could not be determined. Per the sample condition the assignable cause of performance breakage suture pre-op, was caused by suture degradation exposure to environment . A manufacturing record evaluation was performed for the finished device v5170h, jb8hhmq0 number, and no non-conformance's were identified.

Event description:
It was reported that the patient underwent a skin laceration repair on unknown date in 2019 and suture was used. The suture was dispensed and it broke into two pieces when removed from the package. Another device was used to complete the procedure. There were no patient consequences were reported. Upon evaluation of device, suture has begun with the process of degradation. The foil was inspected and multiple holes in cavity were noted.